Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the test patient was not shown up in the test server. A technical support specialist (tss) dialed into the server and verified in the prod environment that the patient was already discharged. Then dialed into the test server and confirmed the patient record was not present. An email was sent to the customer with the findings, followed by a follow-up email, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server test patient was not shown up in the test server. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.